Event description:
In 2007, a gore-tex vascular graft was implanted as a right modified blalock-taussig (innominate artery to right pulmonary artery) shunt of a male patient. Patient was shunt dependent and approx 6 weeks postop the shunt stenosed, patient vomited and expired from cardiac arrest. The cause of death was acute shunt thrombosis; there was thrombus in the proximal anastomosis of the shunt.

Manufacturer narrative:
Please note: patient on lovenox at the time.